Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter was reading inaccurately high compared to another device (unknown brand). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter advised that the alleged inaccuracy issue began on (B)(6) 2016. The reporter claimed that the patient (reporter¿s daughter) obtained blood glucose readings of ¿586 mg/dl¿ with the subject meter and ¿383 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes with self-adjusted insulin (unspecified type or dose) and the reporter claimed that the patient did not make any changes to her usual diabetes management regimen in response to the alleged inaccuracy issue. The reporter advised that an unknown time after the alleged issue began, the patient developed symptoms of ¿dizziness, nauseous and thirsty¿. The reporter denied that the patient received medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that the correct testing method was being followed and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the reporter did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged inaccuracy issue was not resolved during troubleshooting.